Manufacturer narrative:
A complaint of ¿the customer states sponge is fraying and leaving stringy bits behind¿ was received for the product code 7148. A sample was not returned; therefore, the complaint could not be confirmed. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Based on trending and investigation findings, no CAPA is deemed necessary at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states sponge is fraying and leaving stringy bits behind.